Manufacturer narrative:
Investigation revealed that the root cause of this failure cannot be determined and is otherwise unknown. The patient reported that the hardware that mounts the seating system to the seat elevator top plate sheared off causing the seating system to detach and patient fall onto the ground. The patient indicated that photos were taken of the compromised hardware and would be supplied to permobil. However, photo evidence has not been supplied. We have attempted to re-establish contact with the patient without success. The patient admitted "off label" usage in that the wheelchair has been repaired on several occasions by a friend. In addition, the patient has not reported damages/malfunctions to the servicing dealer. In concerns for safety, the patient was informed to stop usage of the wheelchair and seek out service immediately. The owner's manual warns users that only authorized permobil dealers are allowed to perform service/repairs to the wheelchair. We will continue to pursue this investigation but currently we are unable to confirm the complaint. If permobil received additional information and is able to continue this investigation a follow-up report will be submitted and contain any missing information not included in this report. The DHR for this device has been reviewed and the wheelchair met specification prior to distribution.

Event description:
Reports on (B)(6), client was operating the wheelchair on the street when the bolts that attached the seat to the seat plate sheared off and dumped her in the middle of the road in traffic. End user reports falling on her face but did not and has not sought medical attention. Patient self-diagnosed injuries as broken leg and broken ring finger. Client reported that the home health nurse whom visits everyday indicated that only bruising/scratches were sustained and that injuries will be monitored.